Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device-location of device\essure was placed too high/far migrated') in a (B)(6) female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines / headache") and headache ("migraines / headache"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain/cramping"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full) with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the pelvic pain, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details:tailing coils left: 3, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: total bilateral occlusion , other (not provided), healthcare provider told that essure was placed too high/far or migrated. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs+mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Lot number was added. Event added: device dislocation, pain, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain. Updated event onset date. Updated outcome of events from unknown to recovered/resolved for events:lower abdominal pain. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines. Concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device-location of device\essure was placed too high/far migrated') in a 33-year-old female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines / headache") and headache ("migraines / headache"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain/cramping"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full) with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the pelvic pain, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details:tailing coils left: 3, right: 5 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: total bilateral occlusion , other (not provided), healthcare provider told that essure was placed too high/far or migrated. Concerning the injuries reported in this case, the following one were described in patients medical record confirming:cramping . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.